Manufacturer narrative:
(Eval codes will be submitted upon completion of the eval with the follow up report).

Event description:
Hill-rom has received a report that alleges the vest was involved in a fire. Hill-rom's complaint investigation is currently underway. At this point, the origin of the fire, and whether or not the vest product was involved in the cause of the fire, remains uncertain. An initial medical device report is being sent to the FDA, and a follow up report will be submitted once the investigation is complete.